Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system on two consecutive nights then presented to the emergency room (ER). Technical services (ts) analyzed the device episode data and found that the shocks were due to oversensing of sense b noise. The noise was resolved after the shock. This system was reprogrammed from the primary vector to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system on two consecutive nights then presented to the emergency room (ER). Technical services (ts) analyzed the device episode data and found that the shocks were due to oversensing of sense b noise. The noise was resolved after the shock. This system was reprogrammed from the primary vector to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.